Event description:
The high pressure tube broke at the hub connected to the catheter during a left ventricular injection. Injector settings: pressure 650 psi. 12/36 ml. There was no injury reported only that contrast sprayed.

Manufacturer narrative:
Device evaluation: the subject device was returned for evaluation. The lot number for the returned product could not be determined. It was examined visually, the body of the rotator had become separated from the rotator collar. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken.